Manufacturer narrative:
(B) (4).

Event description:
Following pump and catheter replacement (see MFR's report# 6000030-2010-03745) at approx 7 pm the same day, the pump dose was decreased to 261 mcg/day. The next day, the pt was weak and unable to move his extremities (to loose). The pt went to the ER. The pump dose was decreased to 144mcg/day at approx 2pm. The pt reported at this that he had taken an oral baclofen 10 the night before and had been given loritab 20mg by his caregiver by accident; he was only supposed to take one loritab. It was noted that the pt had started supplementing with the oral baclofen 2-3 weeks prior to the pump exchange. At approx 10:30 pm the same night, the pt returned to the ER with the same complaints as earlier. The pump was decreased to 18 mcg/day about midnight. On (B) (6) 2010, the pt was experiencing a return spasticity and pain, so the plan was to increased the dose back up to 144mcg/day; however, oral baclofen was ordered for supplementing and the pt was doing great with the current dose of 18 mcg/day and the supplemental oral baclofen so the dose was not increased. The plan was to continue at 18mcg/day supplementing with oral baclofen until the pt's incision healed enough to do a concentration change in the pump. The current drug in the pump was compounded baclofen 3000mcg concentration.